Event description:
A nurse reported that the patient interface lost suction in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed fifteen treatments without further energy check on that day. The logfile shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during canal cut. The vacuum pumps were shut off. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. The reported product was not returned to the manufacturer for evaluation. A root cause for the customer´s reported event could not be determined because according to logfile review the product met manufacturer¿s specifications. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Returned product was received at manufacturing site. The failure analysis resulted in the following statement: patient interface was received in blister with cover foil showing lot and serial number. Visual inspection of the applanation cone with a photomicroscope shows debris, dried liquid on the applanation surface and signs of a shot flap. It is unclear whether there were debris on the applanation surface before docking procedure or only after docking. The most possible root cause for debris is fall out of particles during transportation from customer to manufacturing site as patient interface was not originally closed. Functional inspection of the patient interface on the shows a beam control check error during focus control/calibration check. This beam control check error appears during the focus control routine of the applanation cone. A possible reason is that the applanation cone is dirty or damaged. The user has to cancel the treatment and start again, using a new applanation cone. In this case the beam control check error occurs due to the surgery residues on the applanation surface, which indicates eye contact. After carefully cleaning of the applanation cone the functional inspection was performed again. The second functional inspection of the patient interface shows no deviation during detection and focus control of the patient interface. The cone has successfully passed the calibration check. The docking of the patient interface on a rubber test eye was performed without issue, and a treatment would be possible. The docking process was retried several times and with two orientations of the suction ring, but no lack of suction or instable suction could be reproduced. The reported malfunction could not be reproduced during testing. No contributing factors could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed fifteen treatments without further energy check on that day. The logfile shows fourteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s left eye was aborted by device during canal cut. The vacuum pumps were shut off. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. Review of the log files for the treatment day does not show any other relevant warning or error messages. A root cause for the reported event could not be determined because the reported event could not be reproduced during investigation. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).